Event description:
A customer reported they obtained imprecise sequential readings on their precision xtra meter. The customer reported they obtained readings of 19 mg/dl and 487 mg/dl within a 10-minute timeframe. When plotted on a parkes error grid, the results fell in the "d" zone showing the difference in results to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once investigation results are available. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. A reading of 19mg/dl would display as "lo."